Event description:
The complainant alleged that the device did not discharge while attempting to defibrillate a patient (age and gender unknown). The device on two occasions was charged but would not discharge. The complainant indicated that shutting the unit off and then back on corrected the malfunction. The complainant indicated that there was no adverse effect to the patient as a result of the reported malfunction.